Event description:
It was reported that the patient had fever, redness, swelling and pain and was diagnosed with an infection. The patient stated she felt "hot" over the device site 3 months before the acute symptoms. The infection was located at the lead track. A culture was obtained from the device pocket, but no organism was identified. The patient received both oral and intravenous antibiotics. The device was explanted. Outcome was reported as unk.

Manufacturer narrative:
(B)(4)